Manufacturer narrative:
Pump was received with a33 error alarm during basic occlusion test and unable to prime at 4.0 pounds during prime/a33 test due to faulty fsr(gold). Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during the fill tubing action. Customer's blood glucose was 197 mg/dl. The customer stated that the pump spattered insulin and numbers didn't appear on screen. The customer advised that after keeping the act button pressed down he got an a33 alarm. The customer was advised to stop using the device. The customer received a replacement insulin pump.